Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information: from the 7 events: cartridge tip cracked/damaged 4. Cartridge tip cracked/damaged, flash 1. Cartridge crack, lens damaged 2. Lot numbers of suspect products: ce03160 1; ce08147 1; ce08960 2; ce06677 1; ce04907 1; ce04907 1. 2 investigation was completed in this period. 5 investigation is pending. Tip deformed was observed in investigations. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
There were 4 investigations completed during this period. Breakdown of 4 investigations with respective lot numbers are as follows: ce06677 - no issues identified; ce03160 - cartridge tip cracked/damaged; ce08147 - no product returned; ce08960 - no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.